Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the hospital after receiving a shock due to dislodgement. The rv lead was moved into ra. The lead was explanted and replaced. The patient was stable.